Manufacturer narrative:
The subject device was returned to olympus repair center. The evaluation of the subject device confirmed the following; the reported event was reproduced. Dent of the connector was noted. The dent seemed to be caused by external stress. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc guessed that the reported event was caused by the dent of the connector of the subject device. There is possibility that the dent of the cable was caused by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
A scope communication error (b30) occurred and no endoscopic image was displayed. There was no report of patient injury associated with this event.